Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - guides/sleeves/aiming: guide/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the buttress/compression nut was damaged when removing the bcn and blade screw guide sleeve. The buttress/ compression nut was found to have damage to the inner edge that locks into the tfna aiming arm. Due to the damage to the buttress/compression nut would not lock into the tfna aiming arm. There was no surgical delay. The procedure was completed successfully. There was no patient consequence reported. Concomitant devices reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1). This complaint involves three (3) devices. This report is for (1) unk - guides/sleeves/aiming: guide. This is report 2 of 3 for complaint (B)(4).